Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit displayed a system malfunction screen on boot-up. There was no report of patient involvement.

Manufacturer narrative:
The gehc service representative replaced the display computer.